Event description:
It was reported that during a lap anterior resection of rectum, the staples were somewhat malformed at the 2nd firing. The surgeon commented that the target tissue seemed to be too thick. The case was completed by another device and additional suture. There were no adverse consequences to the patient. No buttressing material utilized.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the appearance of the malformed staples (irregular shape or legs straight)? What was the condition of the tissue where the device was fired? During which stroke did the event occur? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.